Manufacturer narrative:
After dario's representative followed up with the user on december 18th, the user reported that her meter either does not recognize the strip, or gives the user a bg reading which the user states is not in normal range for her. Due to the above, replacement of dario's strips was sent to the user, however the user stated that the new strips did not resolve her issue. Thereafter, a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On december 4th, the user contacted dario to report that her dario meter was not working properly.